Manufacturer narrative:
Product evaluation: the lens was returned in clear solution inside the well of a contact lens container. The lens was removed and allowed to air dry prior to evaluation. The optic is torn/cut into two portions, typical of an insertion and removal. The optic also has a light scratch. The product investigation could not identify a root cause for the complaint of 'halos'. The root cause may be unrelated to the product. Information provided by a hcp indicated that the patient had difficulty adjusting, so the lens was exchanged. The multifocal lens was exchanged for a monofocal lens model. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced discomfort due to the halo vision. The patient had difficulty adjusting so the iol was exchanged approximately 10 months after the initial implant procedure. The halo vision was causing the patient to have difficulty performing daily activities and driving.